Manufacturer narrative:
Device evaluation: returned device was received with damaged tube. During the evaluation of the device. A picture was also received by smiths medical, picture shown a top view of a cassette product with pump tube no centered. Visual inspection: the sample was visually inspected, results: the pump tube was damaged. Functional test: the sample was connected to the cadd legacy plus to look for unusual functions. Results: the sample was fully priming and connected without difficult, the pump was set running and an alarm without message was activate, the pump did not detect the cassette. The customer reported condition was confirmed. Problem source was traced to manufacturing . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that after filling a smiths medical cadd cassette reservoir with medical fluid, the customer started to operate the pump when a "no disposable, clamp tubing" alarm went off. The customer replaced the pump with another one, but the alarm did not stop. They then transferred the medical fluid to another cassette and operated the pump again. This time, no alarm was issued and the infusion was continued. There was no problem observed with the pump and there was no patient injury. No additional information was provided.